Event description:
Reporter indicated that a vns pt experienced a seizure increase, relationship to pre-vns baseline unk. The pt also did not feel stimulation as she did previously, had pain at the generator site, and there was an obvious change in her voice. Diagnostic test results were within normal limits. Exploratory surgery was performed and "it was immediately obvious that there was blood and fluids between the lead pins and the generator header. In the lead there was some fluid (liquid), on the place where the platinum electrode is located." The generator was replaced and scar tissue was removed from the incision. Good faith attempts for additional info and product return have been unsuccessful to date.